Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset, ensuring that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again.